Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). Product was discarded.

Event description:
It was reported that the infusion set leaked at the infusion site. The patient noticed the leak when she felt wetness at the infusion site. No adverse event was reported. The infusion sets were discarded and will not be returned for product evaluation.